Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, the catheter was connected as expected but the force could not be reset and there was no force displayed at all. The tactisys quartz was turned off and on with no resolution. The tactisys quartz was replaced but the issue still persisted. The catheter was replaced by one of a different lot and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Follow up regulatory report needed for investigation results. The reported contact force issue was confirmed. Optical fiber 2 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 2 was fractured within the deflectable shaft, consistent with the detected optical signal issue and the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown. An incorrect batch/lot # was initially entered for the reported device (8194325); the correct batch/lot # is 8413408, which matches the device that was returned. Batch/lot# 8413408 is also evidenced in the offline form that was initially submitted for this event. Based on the batch/lot information of the received device as well as the information contained in the offline form, the product information for the tacticath se has been updated. Batch/lot # 8413408 is not included in the fsca for which this event was initially reported.

Event description:
During device preparation for the af procedure, the catheter was connected as expected but the force could not be reset and there was no force displayed at all. The tactisys quartz was turned off and on with no resolution. The tactisys quartz was replaced but the issue still persisted. The catheter was replaced by one of a different lot and the procedure was completed with no adverse consequences to the patient. An incorrect batch/lot # was initially entered for the reported device (8194325); the correct batch/lot # is 8413408, which matches the device that was returned. Batch/lot# 8413408 is also evidenced in the offline form that was initially submitted for this event.